Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was aborted and completed on another time. The field service engineer (fse) visited the site and confirmed that the system was unable to produce x-ray. The fse analyzed the system log file and identified, unable to communicate with geo ipc. Upon troubleshooting, fse inspected the can communication and found ipc adapter was defective. The philips engineer replaced, the ipc adapter. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.